Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon deflation difficulty occurred. The lesion being treated was located in the right coronary artery (rca). The 3.50x16mm taxus liberte drug eluting stent could not be inflated on the first attempt. The balloon was inflated on the second attempt and held for about one minute. When they attempted to deflate the balloon, it did not deflate. The scrub nurse kept trying to deflate it and after a few trials, she finally managed to pull the balloon out. No patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
Visual examination of the returned unit noted that the hypotube was kinked along its entire length. The stent delivery system was returned, however no stent was received for review. Severe damage was also noted just proximal to the port, the outer appeared both stretched and twisted. There was a considerable concentration of contrast media inside the balloon. Microscopic examination of the balloon found no evidence of damage present. The outer diameter of the proximal weld region was measured within device specification. Due to this damage present, lab analysis could not test for inflationary/deflationary issues. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause could not be determined.